Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor displayed a general error code. The patient tried to reboot several times. The caller reported that there was a short in the wire as patient was shocked by the wire or outlet. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.